Event description:
Swallowed the polident 5 min quick plus tablet/mistaking it as health supplement [accidental device ingestion]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a elderly female patient who received denture cleanser (polident 5min quick plus cleanser) tablet for product used for unknown indication. On an unknown date, the patient started polident 5min quick plus cleanser at an unknown dose and frequency. On an unknown date, an unknown time after starting polident 5min quick plus cleanser, the patient experienced accidental device ingestion (serious criteria gsk medically significant). The action taken with polident 5min quick plus cleanser was unknown. On an unknown date, the outcome of the accidental device ingestion was unknown. It was unknown if the reporter considered the accidental device ingestion to be related to polident 5min quick plus cleanser. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: the adverse event information was reported by consumer via call center representative(phone) on (B)(6)2022 and stated that" (B)(6) center staff. Patient female elderly swallowed the polident 5 min quick plus tablet by mistaking it as health supplement."

Manufacturer narrative:
Argus case ID:(B)(4).